Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from german to english: "drift on normalizer response is causing false positives."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "error in result metric / fp". Field service engineer was dispatched, normalization for side a and b was performed, reader were removed and cleaned to resolve the issue. The complaint is confirmed . The root cause is related to "normalization out of specification". Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 8/1/2017. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from german to english: "drift on normalizer response is causing false positives."